Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing using a test battery without duplicating the report. The device was recertified and returned to the customer. Review of the log indicated the error e05 occurred after the device had displayed a 'replace battery' status for approximately 1.5 years. If a depleted battery is not replaced, this error code may appear when the device attempts to complete its self-tests. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.